Manufacturer narrative:
No physical sample was received; however, received pictures of the patient. During the visual evaluation of the pictures it was not possible to describe any condition of the product that would have contributed to the reported issue because no pictures of the product involved were provided. The DHR review for lot no. Ngaq1591 for catalog no. 317-09 (arcticgel cooling kit large) used in the manufacturing of the reported product did not show any rejects for qa. The instructions for use state the following: " do not place arcticgel¿ pads on skin that has signs ofulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that arctic sun gel pads were used for treatment on a patient, and after the pads were removed, there was allegedly a 5 centimeter, square, black mark on the patient's skin. The mark was allegedly a "burn" and was noted as being located under the left upper pad, on the chest, under the heart zone. It was also reported that the patient was on noradrenaline hyperfusion. A defibrillator was used prior to the arctic sun gel pads being placed on the patient, and the defibrillator was placed in the region where the alleged burn was located. The treatment for the alleged burn was a biopsy of the damaged area, and ointment to treat the skins surface.